Event description:
Related manufacturer reference number: (B)(4). It was reported, the patient presented remotely via merlin.net. Review of the transmission revealed, the atrial lead exhibited loss of capture, failed to sense, and was undersensing atrial fibrillation (af). It was also noted, the right ventricular lead was oversensing noise. The atrial and right ventricular leads were deactivated on (B)(6) 2023. And a new right ventricular lead was implanted. The patient was in stable condition.